Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found that the coil was still attached to the pusher wire. Microscopic inspection of the main coil confirmed it was still attached to the pusher wire. The main coil was noted to be kinked in several places. No other anomalies were noted. The reported event that the coil was broken was not confirmed. Boston scientific has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
It was reported that the device broke inside the microcatheter, no friction was encountered prior to the event. There was no reported clinical consequence to the patient. No other information is available.

Event description:
It was reported that the device broke inside the microcatheter, no friction was encountered prior to the event. There was no reported clinical consequence to the patient. No other information is available.